Manufacturer narrative:
The device manufacture date for this product is december 24, 2008.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator does not work and screen was unresponsive. A boston scientific company representative advised to replace the communicator. The communicator remains in service at this time. No adverse patient effects were reported.